Manufacturer narrative:
Date of report: 21aug2021. Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device's touchscreen was not functioning. Clinical usage is currently unknown. Requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer reported that the touchscreen no longer works and cannot access the various menus or the technical menu to perform a touchscreen calibration. The rse recommended the touchscreen assembly be replaced. The customer did not request for philips to evaluate or repair the device. The customer only ordered a touchscreen assembly. No follow-up call was received from the customer.